Event description:
Since undergoing uae two years ago, she continues to experience vaginal infections and is starting treatment with premarin vaginal gel injections 2x a week for an indefinite period of time. She is also experiencing menopausal symptoms.